Manufacturer narrative:
Mallinckrodt field service engineer (fse) troubleshot error message that the generator had a communication error and found the kv, ma, boxes not populated. Fse replaced the atp console cpu pcb and error 21 occurred upon bootup. Fse troubleshoot this error with tech support and sedecal, and reset ws board setting to correct configuration, and this error was cleared. Fse verified proper operation per hydravision dr system service checklist qssrwi4.1 and returned the unit to the customer for full service.

Event description:
On (B)(6), customer reports via phone that during a urology stent placement procedure, with pt under general anesthesia, the system fluoro failed. Staff had to wake the pt, move the pt to another room, where pt was again placed under general anesthesia. Physician completed the procedure without further incident. No reported injury. Customer could not provide pt info, other than to say the pt is fine.